Manufacturer narrative:
H3. Device analysis for lead unknown revealed conductors #0-4 and 7 were broken 2.5 cm from proximal end. Breached environmental stress cracking (esc) 22.5 cm from distal end. Braid protrudes through insulation. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a275; lot#: unknown; implanted: (B)(6) 2019; explanted: (B)(6) 2024; product type: lead. D.6a and lead implant date continued from d10 are year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a cause was not identified and the lead will be returned. The information has been confirmed / provided by the physician.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a lead malfunction and symptom return. Lead impedance was high in follow ups. There were no contributing factors. No diagnostic were performed before the surgery to check/test the lead. The other contacts were checked to see if the symptoms could be under control but it was not possible. The lead was then check in the or. Impedance test were performed with the already implanted ins and with a wireless external neurostimulator (wens). Both test showed high impedance in most of the contacts. The lead was extracted. Surgical sutures were found attached directly to the lead. A new lead was implanted to the already implanted ins and lead impedance were fine. Issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a275, explanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.